Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an (B)(4) and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory procedure with tumor debulking, on the second firing closing the side to side anastomosis, the surgeon checked the staple line and there was some bleeding with some malformed staples. The malformed staples were removed from the staple line. The device was fired cross staple lines and the surgeon did not wait the recommended amount of time before firing the device. Suture was used to complete the procedure. The patient did lose 400cc of blood loss from nicking the iliac and not from the device. There were 10cc of blood loss from the staple line. The patient was given a blood transfusion, however, not as a result of the device. The patient is still in house. Additional information has been requested.